Manufacturer narrative:
Date sent to FDA: 08/17/2018 ethicon MDR summary reporting exemption e2013037 reporting period december 1, 2018 through january 31, 2018 supplemental 03 - attachment: [02-28-2018 otp supplemental 03.zip]

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. Ethicon MDR summary reporting exemption e2013037reporting period (B)(4) 2018 through (B)(4) 2018.

Manufacturer narrative:
Date sent to FDA: 04/12/2018 ethicon MDR summary reporting exemption e2013037 reporting period december 1, 2018 through january 31, 2018 supplemental 01 - attachment: [02-28-2018 otp supplemental 01.xlsx]

Manufacturer narrative:
(B)(4). Date sent to FDA: 02/22/2018. (B)(4). To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. E2013037. Reporting period december 1, 2018 through january 31, 2018. Total number of events ¿ (B)(4). Prolift +m pelvic floor repair - (B)(4). Prolift pelvic floor repair - (B)(4). Prosima pelvic floor repair - (B)(4). Prolift +m total pelvic floor repair - (B)(4). Prolift anterior pelvic floor repair - (B)(4). Prolift +m posterior pelvic floor repair - (B)(4). Prolift total pelvic floor repair - (B)(4). Prolift posterior pelvic floor repair - (B)(4). Prolift +m anterior pelvic floor repair - (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue, infection, urinary/bowel problems and vaginal scarring. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 06/23/2018 additional information: d7 h6 patient code: 1928 additional b5 narrative: it was reported that the patient underwent mesh removal on 11/10/2015 due to incontinence. Ethicon MDR summary reporting exemption e2013037 reporting period december 1, 2018 through january 31, 2018 supplemental 02 - attachment: [02-28-2018 otp supplemental 02.xlsx]

Manufacturer narrative:
Date sent to FDA: 12/27/2018 ethicon MDR summary reporting exemption e2013037 reporting period december 1, 2018 through january 31, 2018 supplemental 05 - attachment: [02-28-2018 otp supplemental 05.zip]

Manufacturer narrative:
Date sent to FDA: 02/12/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period december 1, 2017 through january 31, 2018.

Manufacturer narrative:
Date sent to FDA: 4/23/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period december 1, 2018 through january 31, 2018.

Manufacturer narrative:
Date sent to the FDA: 10/22/2020. Ethicon MDR summary reporting exemption e2013037. Reporting period december 1, 2017 through january 31, 2018.